Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; an abnormal sound is made due to damage on upwards/downwards knob; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a white-clouded area; control unit is shaved; paint on air/water cylinder is peeled; paint on scope cylinder is peeled; switch1 has a scratch; universal cord has a wrinkle; adhesives around objective lens has white-clouded area; and adhesives around light guide lens has white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope, had bent pinhole. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that a foreign object came out of the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.